Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion being treated was located in a calcified and moderately tortuous anterior tibial artery. After the insertion of a non bsc sheath and guide wire, a sterling es monorail 2mm x 40 mm x 145 cm crossed the lesion. The balloon ruptured at 6 atms on the first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device code 1546 relates to component code 419. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).